Manufacturer narrative:
1.DHR/bhr review: (1) the packaging batch number of the complained product is 2196016, is 24g and product code is 383712, assembled in suzhou plant, packaged and sterilized in tuas plant, singapore; the assembly batch number of this batch products is 2109612; assembled on 2022/5,this batch of products has (B)(4) pieces in total. (2) inspection process and delivery test report, test results meet product standards, no abnormalities. (3) check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products. 2.the sample was returned to the tuas plant and was not returned to suzhou plant, there only a photo of the defective sample. The customer marked the location of the leakage on the photo, but could not comfirm the specific defect status of the defect. 3.take this batch retained samples do 45psi system leakage test and extension tube slide clamp clamping test, and no abnormalities were found. The test report is attached in attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, since the customer did not return sample to suzhou plant, the specific defect status of the product cannot be confirmed,the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint.

Event description:
No additional information provided.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y leaked the following information was provided by the initial reporter: during the patient's infusion process, it was discovered that the indwelling needle was leaking. Leakage

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.